Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, and/or headache asthma (new or worsening), two surgeries on right eye likely associated with problems caused by use on dream station. Both surgeries were done in 2018 on right eyes via nose passed which is connected to eye containing and irritation, both surgeries were completed by (B)(6) ophthalmic plastic e reconstructive sump deceases l surgery of the orbit. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.